Manufacturer narrative:
Causal analysis: based on the batch record review and historical data no product deficiency could be identified. During cemented total knee arthroplasty, excess cement can extrude beyond the intended mantle, especially in areas like the posterior or anterior recesses of the knee. If not adequately removed before polymerization, these fragments can: - migrate into the joint space, particularly under mechanical stress or joint motion. - cause mechanical symptoms such as locking, catching, or pain, as seen in this case. - be mistaken for cement degradation, when in fact they are remnants of extruded cement not cleared during the procedure. In this case, the retrieved cement fragment from the anterior recess and the presence of small loose fragments could plausibly result from incomplete debridement of excess cement during the initial implantation. This is supported by: - the timing of symptoms (several months post-op). - the location of the fragment (anterior recess, a common site for retained cement). - the absence of systemic or widespread cement failure. In the IFU the under section "use of the bone cement" following instruction is provided "remove any surplus cement as long as it is still soft.". Mechanical stress and load distribution: the anterior tibial region is subject to significant mechanical stress, especially during weight-bearing and flexion. If the cement mantle was thinner or unevenly distributed in this area, it could have predisposed it to fragmentation under load. Patient factors: the patient's age and bone quality may also play a role. Osteoporotic bone can affect cement bonding and increase the risk of fragment formation.

Event description:
A female patient born in 1946, underwent a cemented total knee replacement on (B)(6) 2025, using two mixes of palacos r+g bone cement (batch no: 71801365). The procedure was performed without intraoperative complications, utilizing a medial parapatellar approach and standard components including a legion femoral implant and gen2 tibial keel. Postoperative recovery was uneventful, and initial imaging on (B)(6) 2025, showed no significant abnormalities aside from soft tissue swelling and suprapatellar effusion. However, by (B)(6) 2025, the patient experienced sudden anterior knee pain and locking. Imaging revealed a cement fragment in the anterior recess of the knee, which was subsequently retrieved arthroscopically on (B)(6) 2025. During the procedure, the cement mantle on the anterior tibia appeared brittle, with several small loose cement fragments observed. The surgeon noted uncertainty regarding whether this finding was typical or indicative of a fault in the cement.